Manufacturer narrative:
Concomitant medical products: 419378, lead, implanted: (B)(6) 2005. 1488t, lead, implanted: (B)(6) 2003. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to noise on the right ventricular (rv) lead. Non-capture, high impedance and fracture were also reported while oversensing and crosstalk had been observed. Therapies were disabled and the patient was fitted for a life vest until the lead was explanted and replaced. No patient complications have been reported as a result of this event.